Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the rv lead was kinked. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned to the manufacturer for analysis. Analysis indicates that the defibrillation coil was distorted and stretched, with blood on several conductors and outer insulation breached cut. The analyst noted that all of the exposed defib coils are distorted and that most of the distortion likely occurred during explant. The reported svc distortion most likely occurred at implant. The observed distortion likely resulted from inserting the lead through an introducer with a hemostasis valve.